Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few weeks post implant, the patient experienced pain during pacing; the device was reprogrammed to avoid the pain. The pain persisted and the patient presented to the hospital. Upon interrogation, an alert for low impedance was observed. Further testing in the clinic found normal lead impedance measurements. The lead was repositioned but since the patient still felt pain, the lead was explanted and replaced. The patient did not experience pain with the new lead.